Event description:
Vns patient has developed vocal cord paralysis. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2).